Manufacturer narrative:
Per the clinic, the patient also experienced an infection prior to explantation of the device. This report is submitted on june 7, 2021.

Manufacturer narrative:
This report is submitted on april 21, 2021.

Event description:
Per the clinic, the device was explanted on (date not reported) due to extrusion of implant. The patient was reimplanted with another cochlear device on (B)(6) 2021.